Manufacturer narrative:
The referenced potential driveline compromise was reported under medwatch MFR. Report # 2916596-2016-01760. (B)(4). Approximate age of device ¿ 1 year, 2 months. Upon examination of the blood tube/rotor inlet section, a denatured thrombus ring adhered to the inlet bearing ball was revealed. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient underwent a pump exchange due to pump stoppage events caused by a potentially compromised driveline. During the manufacturer's evaluation of the explanted left ventricular assist device (lvad) on (B)(6) 2016, thrombus was found inside the pump. There were no reported signs and symptoms of thrombus.